Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was unknown. The customer was not able to rewind the insulin pump and customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.